Event description:
A complaint notification form was received, "patient experienced minor idiopathic fracture when the surgeon was preparing the femoral canal for the stem's antirotation flanges. Occurred during surgery. Patient is between chemotherapy sessions.".

Manufacturer narrative:
Corrected data ¿ d2 limb salvage system changed to prosthesis, knee, femorotibial, constrained, cemented, metal/polymer. Additional information : reported event: an event regarding intraoperative fracture during the implantation of a distal femur jts was reported. The fracture occurred while the surgeon was preparing the antirotation flanges in the canal by using a cutter. The event was not confirmed by medical review/product inspection/photographs. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 12mar2019 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 08apr2016 to present for similar reported events regarding intraoperative fracture of a jts distal femur. There have been no other events. Siw will continue to monitor for trends. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smbpr00 (b23153) bumper pad, smbsh00 (b23189) bushes, smcap01 (b23054) axle cap, smtbc00g (b22658) passive tibial bearing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
A complaint notification form was received, "patient experienced minor idiopathic fracture when the surgeon was preparing the femoral canal for the stem's antirotation flanges. Occurred during surgery. Patient is between chemotherapy sessions."